Manufacturer narrative:
At this time, the product has not been returned. If the product is returned analysis will be performed, and this report would be updated at that time should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds due to an undetermined cause. As a result the patient was hospitalized and a revision procedure was performed. An attempt was made to reposition the lead; however, it could not be successfully placed due to helix extension issues. The lead was removed and replaced. No additional adverse patient effects were reported.